Event description:
The end-user reported that a female pt under-going a breast augmentation, sustained a small burn at the point of incision under the breast.

Manufacturer narrative:
The end-user reported the device "heated" up about one to one and a half inches from the tips causing a small burn about the incision. Visually the forceps looked good. The completed evaluation by the engineering department found the device within operating parameters and specs. There is no evidence that the device caused the burn.